Event description:
A us distributor reported that a patient was experiencing check therapy pad/ damaged tes messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages/damaged te) has been confirmed. Upon investigation the electrode belt ECG "a&b" cable was intermittent causing the faults. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the damaged belt.